Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse cleaned the integrated multisensor technology system, checked the sample probe alignment, and ran a diluent check. Quality controls were run, resulting within range. The cause of the discordant, sodium and chloride results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The operator of a dimension exl with lm instrument stated that physician(s) were seeing more elevated sodium results than in the normal range for the method, and some results were questioned. The operator stated the same issue was observed for the chloride method. The customer provided one example of imprecision on a patient sample. The sample initially resulted above the expected range for the method. The initial result was not reported to the physician(s). The sample was repeated on the same instrument, resulting higher. Two new aliquots from previous pour offs of the sample were tested on the same instrument, resulting lower than the initial and repeat results. It is unknown which result is correct for the patient and which result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant sodium and chloride results.